Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one opening extended on the posterior and crease fold. Weight measurement identified device was underweight. A microscopic analysis was performed which identified one opening crease sharp on the posterior, stress marks and wear abrasion. Based on the device analysis, the final assessment is one crease sharp opening due to fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and "patient¿s concern with the product." Device remains implanted.